Event description:
Patient was revised to address femoral loosening.

Manufacturer narrative:
The device associated with this report was not returned. **update: - received medical records from legal. Medical records indicate the femur was loose and there was osteolysis. Insert added to complaint. A search of the complaint database did not show any other reports against the newly supplied tibial insert lot code. The investigation could not draw any conclusions about the reported event based on the newly provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/9/15 medical records received. After review of the medical records for MDR reportability, the medical records indicate the patient was revised a third time on (B)(6) 2013. The second revision is covered on (B)(4) and all depuy implants were removed and competitor products were implants. No depuy were involved during the (B)(6) 2013 revision. The medical records also indicate there was a previous non-healing fracture of the upper femur that was cabled, the date and cause of the fracture is unknown at this time. The revision operative note from (B)(6) 2010 indicated osteolysis and loose femoral component. Cement is now ging added to the complaint for the loose femoral component. There was no indication what interface the loosening occured. The complaint was updated on:10/6/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Another report is found against these product/lot combination(s). It is recognized however that it involves this same patient and same individual device. It is the result of this complaint having been transferred/ reopened and so it is not a secondary report. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time UDI: (B)(4).

Event description:
Update 2/29/2016 - medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 15, 2016.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address femoral loosening. Update: 08/21/2011 - received medical records from legal. Medical records indicate the femur was loose and there was osteolysis. Insert added to complaint. (Note: this revision is not included in the litigation received to date.) Update: 9/9/2015 medical records received. After review of the medical records for MDR reportability, the medical records indicate the patient was revised a third time on (B)(6) 2013. The second revision is covered on (B)(4) and all depuy implants were removed and competitor products were implants. No depuy were involved during the (B)(6) 2013 revision. The medical records also indicate there was a previous non-healing fracture of the upper femur that was cabeled, the date and cause of the fracture is unknown at this time. The revision operative note from (B)(4) 2010 indicated osteolysis and loose femoral component. Cement is now being added to the complaint for the loose femoral component. There was no indication what interface the loosening occured. The complaint was updated on:10/6/2015. Update: (B)(6) 2015 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:11/5/2015. Update: (B)(6) 2015 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:12/1/2015. Update: (B)(4) 2016 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 15, 2016. Update: (B)(6) 2016 medical records received. After review of the medical records for MDR reportability,there is no new additional information that would affect the existing investigation. The complaint was updated on: 09/08/2016.